Event description:
It was reported, nine days post replacement procedure, that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to impedance. The pocket was opened and the physician determined that the rv pace sense set screw was not completely tightened on the implantable cardioverter defibrillator (ICD). The screw was properly secured and the lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6947 implantable tachy lead, (B)(6) 2007. (B)(4).